Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had a high bg of 559 mg/dl without symptoms, and it remained high even after bolusing, so reporter went to change supplies. Reporter noticed the cartridge had been leaking as she was about to change it out. She reports there was sand and insulin at the luer lock area and was wet with insulin. Customer support (cs) had reporter dry out cartridge and push plunger, and she reports insulin coming from luer lock area. She reports there was sand in cartridge compartment too. Reporter was calling cs to see if it was ok to use pump. Cs advised reporter to clean out sand in compartment and she was able to rewind, load and prime without issues or change in motor noise with new cartridge. No leaking at luer lock area. Reporter stated the luer lock on old cartridge was loose when she had taken it out and could be the reason why insulin wasn¿t being delivered into patient and that resulting in high bg. Reporter had no further issues. This complaint is being reported as a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The cartridge was not returned and a retained sample was tested on 11/19/2013 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.